Event description:
Healthcare professional reported "rupture". This record is for a right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness was within specification. - anxiety ¿ product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure non penetrating nick, creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b.1., b.5., d.6a., d.9., h.2., h.3., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported "rupture". This record is for a right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.